Manufacturer narrative:
The investigation was based on the initially reported information. It was further reported that the device was charged and tested for 6 hours after the event and put back to use afterwards. Additionally, it was stated that a depleted battery was possibly the cause of the event. The log file of the affected device was not available for evaluation. Based on the available technical information no analysis could be performed and no hardware malfunction could be found. The current state of charge can be read when the device is switched on, in the configuration menu as a percentage and during ventilation as a symbol with 25% increments. In case the message "charge int. Battery" appears on the screen of the device the actual capacity of the battery is <5 %. There is only approximately 10 minutes of operating time remaining in the internal battery. If this alarm message is ignored by the user, the battery will deplete further and a stop of ventilation will be the consequence. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while on a patient the device alarmed to charge the internal battery and then quit ventilating. The patient was manually ventilation and no patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while on a patient the device alarmed to charge the internal battery and then quit ventilating. The patient was manually ventilation and no patient injury was reported.